Manufacturer narrative:
Article citation: ¿role of macrotextured shaped extra full projection cohesive gel implants in primary aesthetic breast augmentation,¿ by paolo montemurro, md; mubashir cheema, mbbs, mrcs, frcs (plast); per hedén, md, phd; massimiliano ferri, md; alessandro quattrini li, md; and stefano avvedimento, md, published in aesthetic surgery journal 2017, vol 37(4) 408¿418, published 11/nov/2016. Follow-up is being performed with reporter for more information regarding this case. If new information is received, it will be reported in a supplemental report. The reported event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reported events are addressed in the labeling: patients should be informed that dissatisfaction with cosmetic results related to such things as scar deformity, hypertrophic scarring, capsular contracture, asymmetry, wrinkling, implant displacement/migration, incorrect size, implant malposition and implant palpability/visibility may occur. Potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy.

Event description:
Reviewed article ¿role of macrotextured shaped extra full projection cohesive gel implants in primary aesthetic breast augmentation.¿ article reported a case with complication ¿double bubble.¿ side is unknown. Article reports that this patient had treatment of ¿fat graft.¿